Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went off twice. Boston scientific technical services (ts) referred patient to device following physician. To date, the device remains in service. No adverse patient effects were reported.